Event description:
The device user passed out and spouse checked pt's blood glucose and the reading was 132 mg/dl. Paramedics were called and their meter read 24 mg/dl. Pt was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.